Event description:
According to the facility on (B)(6) 2025, when connecting the contrast syringe in the custom kit to the triple manifold, the connector section did not lock and free spun.

Manufacturer narrative:
According to the facility on (B)(6) 2025, when connecting the contrast syringe in the custom kit to the triple manifold, the connector section did not lock and free spun. It was being prepared for use. It has not been used on a patient. There was no serious injury, no impact to the patient, and the procedure was completed. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.